Event description:
Additional information received indicates the lead was added for existing pain.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to lead migration. X-rays confirmed the migration. Surgical intervention took place wherein the lead was explanted, replaced and an additional lead was added. Effective therapy was established.